Manufacturer narrative:
Patient demographics are not available from the facility. The catheter was returned for product evaluation. The catheter was calibrated successfully twice and lased. The catheter adheres to product specification. The elca is designed lase for pulses and turbo elite catheters are designed with the capability to continuous lase. The failure mode reported in this complaint record could not be replicated. From the information provided by the facility, clinician did not understand the difference between the elca and turbo elite. The provided IFU for the device, explains the intended use. The sales rep followed up with the clinician to educate on the difference between the different devices.

Event description:
It was reported that am elca device would not function as expected during a coronary vascular intervention procedure. Reportedly, the device was not firing while in use in the patient. However, this is the intended design of the device. The device is designed to time out at set intervals. Furthermore, it was identified that the device was expired at the time of use.